Manufacturer narrative:
Additional lot number 166634f. Expiration date for lot number 166634f is 09/30/2010. Mfg date for lot number 166634f is 09/29/2009. Eval summary: no sample was returned by the customer. The complaint history was reviewed for both lot numbers for lot number 175711f there were three other complaints of this nature reported and for lot number 166634f one other complaint of this nature. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. A retention sample was tested by qa chemistry for both lot numbers for osmolality, color, and clarity and results were found to be acceptable. Both lot numbers met all release criteria prior to product release. No root cause can be determined at this time. (B)(4).

Event description:
A customer reported a case of conjunctivitis and redness following the use of this product. An antibiogram confirmed serratia marcescens and the pt was treated with two antibiotics. It was reported the pt's symptoms have resolved. Additional info has been requested.